Event description:
The device 530.715 was submitted from affiliate in japan and following condition(s) were reported: low power.. The event involved 1 device. The malfunction has been reported to have occurred during : no further information was provided, and involved : no information has been reported. Reported injuries : no report of injuries has been made at this time surgery delay : no report of surgery delay has been made at this time medical intervention : no report of medical intervention has been made at this time other information on the surgery/event : no other surgery related information has been made at this time. If any additional information should became available, the note section will be updated accordingly. Products reported under ip-01513103 needs to be returned to the respective analysis site for the service to be performed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was traced to component failure due to normal wear. UDI: (B)(4).